Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on (B)(6) 2017. The patient had a loss of therapy. It was reported that the stimulator did not work and due to the shocking the patient spends more time turning it off and with it off then on it is getting worse as time goes on. The patient¿s manufacture representative (rep) tried to find a program to work but could not do anything more to get the shocking to stop. The patient was having a pain pump implanted on the day of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97702, sn: (B)(4) the implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. Good stable output was observed on all electrode pairs the ins had when it was received.: additional review indicated results code 3233 and method code 4118 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain, and from the patient¿s wife. It was reported that the patient had a return of symptoms. The patient was in unbelievable, excruciating pain and it was near his rear end and down his back so that it felt like he was going to be jolted out of his chair when he tries to sit down. The patient confirmed that he was referring to the pain as feeling like a jolting sensation and not that the device was shocking him. It was noted that the patient¿s stimulation always felt like a current going through him. The patient stated that his pain ¿is what it is¿, but he was doing pretty well but now the pain was where he couldn¿t get up if he wanted to. The patient couldn¿t lie down and if he didn¿t have something to hold onto he would fall down. The patient considered going to the emergency room on the night of (B)(6) 2017. There were no falls/trauma reported that could have been related to this issue. The patient had not checked their device with the patient programmer. During the call with the manufacturer on 2017-feb-07, the patient programmer showed that stimulation was on and the patient had the ability to change stimulation. The patient¿s wife stated that they had tried increasing stimulation but that didn¿t help. The patient was to follow-up with a healthcare professional for the symptoms and a possible adjustment. The patient¿s wife stated that the patient had seen several manufacturer representatives (reps) before that the patient needed to go in for an adjustment. This was considered a gradual change in therapy/symptoms. The issue began in 2017, a couple weeks prior to (B)(6) 2017. Additional information was received from the patient. It was reported that they tried several settings, including h and l. The patient stated that they thought the unit ¿goes haywire¿ as they would experience more pain than relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.